Manufacturer narrative:
Visual inspection of the lens revealed a diagonal tear starting on partial portion of the leading haptic plate and throughout the optic. Also, a tear throughout the trailing haptic plate. Observed a partial portion of the leading haptic plate, optic and a partial of the trailing haptic plate is missing. Unable to perform optical measurements due to the torn condition of the lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. According to the surgeon, the most likely cause of the refractive error was unpredictable lens location/position.

Event description:
The surgeon reports performing cataract surgery with implantation of a crystalens iol in the pt's left eye. Approximately one month postoperatively, the surgeon explanted the lens due to an unintended hyperopic result. The crystalens iol was successfully replaced with another crystalens of 29.00 d. The pt's preoperative bcva was 20/20 - with mr of +2.25 +2.25 x172 postoperatively, the pt's bcva was 20/20 with mr of +1.00 +0.75 x163. According to the surgeon, the pt's outcome is good.